Event description:
Patient stated she received a recall letter from abbott regarding her freestyle libre 3 sensor. She stated she experienced a serious adverse event on (B)(6) 2025 due to a device malfunction of the libre 3 sensor matching the reasoning in the recall letter. Patient said her sensor was reading low that day in the 50¿s so she ate glucose tabs to try and correct it. She stated the readings kept reading low, so she kept attempting to correct with more glucose tabs. Patient said her husband rushed her to the ER where she was admitted with a blood sugar reading over 800 and was vomiting. Patient said she spent 3 days in the ICU and went into diabetic ketoacidosis (dka). Patient said the doctor told her that her sensor was reading inaccurately and had malfunctioned causing her serious adverse event. Patient stated she has been a diabetic for more than 50 years and it¿s aways been under very good control but now feels like this issue has caused her to spiral down. She said her medical records are available if needed.